Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a solution administration set with injection site and stopcock had stuck tubing inside the stopcock. Reportedly, when the nurse tried disconnecting the tubing from the stopcock, the tubing broke. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.